Event description:
The homecare provider (hcp) reported the following information. The hcp filled the u46 with liquid oxygen and delivered to patient in 2005. In 2005, patient filled a portable unit from the u46 without incident. In 2005, the patient filled their portable unit from the u46, and after fill, the u46 quick connect leaked liquid oxygen until the contents were empty. The hcp instructed the patient to stay away from the unit. Hcp retrieved the unit and duplicated the reported problem. No injury occurred.